Event description:
Rn squeezed pack to activate, as directed. Pack popped and contents dropped out of bottom seam of pack, spraying onto floor and onto feet and body of rn. Gelatinous matter rapidly solidified into clumps of crystal-like material.